Event description:
The customer reported that the system experienced an immediate loss of system functionality and powered down without command. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo connector were evaluated and replaced. The system was tested and found to be working as intended and returned to service.